Event description:
Patient reported "pain, capsular contracture (baker grade unknown)" and "implant removal from textured to smooth due to the concerns of the product". This record is for left side. Device remains implanted and is unknown if the device will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.